Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the trocar on the pedicle access kit (pak) was not securely attached to the handle as it was noted there was a large amount of slack. Due to the reported issue, the site opted to complete the procedure with a second kit from a different lot number. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up determined that this issue occurred during a lumbar spine fusion procedure. There was no delay in the procedure and no impact on patient outcome.